Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause for the valve embolization cannot be confirmed. Patient (moderate aortic calcification) and procedural factors could have caused or contributed to the event. Per report, the physician noted that the perceived cause of the event was due to stored tension within the rf3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist (cs), during the transfemoral tavr procedure, the first 26mm sapien valve embolized into the aorta. Per report, the valve had been positioned 50:50 however, during deployment the valve was ejected from the native valve and was unable to be pulled back across the native aortic valve. The embolized valve was subsequently retracted into the descending aorta and fully deployed. A palmaz stent was then placed through the sapien valve to help keep the leaflets open. A second 26mm sapien valve was then prepped, delivered and deployed without any further complications. The patient was transferred to the ICU in stable condition. The patient¿s aortic valve was reported to be moderately calcified, the aortic root was mildly calcified, the ejection fraction was 65%, the mitral annular calcification (mac) was mild and the patient did not have ventricular septal hypertrophy. In addition, the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. Additional information provided by the clinical specialist indicated that after the case the physician indicated that the valve had ejected due to stored tension within the rf3 delivery system. Imaging was not available for review to determine the cause of the event.